Event description:
It was reported the device does not stay on when new battery is inserted. When the on switch is pushed the lights initially come on and then immediately go out. No glitches or error codes show during boot process of device. The device was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report. Analysis did find that the upper and lower cases were broken, the ring cover and two side bail covers were contaminated, the battery release was contaminated, the battery contacts were compressed, the battery drawer was out of specification and the keyboard pad was cosmetically damaged.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.